Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The compact patient circuit was replaced. No report of patient involvement.

Event description:
The hospital reported that the catches on the soda lime canister were broken. There was no report of patient involvement.